Manufacturer narrative:
Per good faith effort (gfe) response received 21jul2025, it has been confirmed that the device was repaired without any replacement parts. The device has been returned to service in working order. No further information was obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that 5-10 minutes after starting up the device, it started alarming and was getting error code 110b proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer on replacing solenoid (sol) 3 and 4 or the gas delivery system (gds) to resolve the issue, if problem persists replace the data acquisition (da) printed circuit board assembly (pcba) and cable. The rse provided parts ids for the solenoid valve (purge, autozero, crossover), da pcba, and da pcba to mc pcba (2nd generation) cable, and the customer acknowledged and will order the parts. This investigation is ongoing.